Event description:
It was reported by the patient, the ipg was not holding a charge, and there was an increased recharge burden. Follow up identified the patient was scheduled to meet with the physician regarding replacing the ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.